Event description:
The reporter stated that the foam tip plunger tore a +15.0 diopter single piece collamer lens during advancing in the injector prior to insertion. No patient contact or injury.

Manufacturer narrative:
The product pertaining to this claim was not returned, however, the lens was received and a visual inspection shows a small tear in the optic. There is clear surgical residue on the lens. Conclusion - based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.